Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacture not available for this system at time of filing. No parts returned to the manufacturer for analysis.

Event description:
Medtronic received information that the s8 and the o2 would not communicate. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Troubleshooting involved changing the imaging system's ip address. Following this change the systems could then communicate.